Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a high pressure alarm. Unresolved with multiple troubleshooting attempts. Green flow stop and no air noted. Patient not affected. Clinical call states there was a visible crease in the tubing on the cassette. Reached out to facility for more details or if a picture is available of the creased tubing. No additional information is available. No patient injury reported.